Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, when the plunger was removed, no sutures were attached with the four proglide devices. The sheath was upsized to a 18fr sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, four proglide devices could not be placed for unspecified reason. Suture placement in the left common femoral artery (lcfa) was successfully achieved with 2 proglide devices. After the tavi procedure was completed, hemostasis of the rcfa was achieved using a non-abbott device. Hemostasis of the lcfa was achieved using the sutures of two preplaced proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.